Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: it was reported that after 4 weeks from the initial procedure, the surgeon found the 2nd proximal screw was backed out from its proper position. No revision is planned. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: the provided x-rays were reviewed by a health care professional. The review identified that the second proximal screw has backed out on the image from 2021-11-10, as compared to the image on 2021-10-14. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records for part # 47248604040 lot # 3039391, part # 47248604240 lot # 3054513, and part # 47248604840 lot # 3054391 identified no deviations or anomalies during manufacturing. Review of the device history records for part # 47249616109, lot # 3036213 identified the following deviations and/or anomalies: ncr # (B)(4) and ncr # (B)(4). Ncr(s): no ncr with a potential correlation to the reported event was found. Surgical technique sap: surgical technique identified that the interlocking screws should be locked using the corelock driver after the placement of all screws. It was noted that the surgeon followed the surgical technique. Conclusion: it was reported that after 4 weeks from the initial procedure, the surgeon found the 2nd proximal screw was backed out from its proper position. No revision is planned. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Event description:
It was reported that: after 4 weeks from the initial, surgeon found 2nd screw of the proximal screws was backed out from the proper position. The surgeon keep an eye on the patient condition as well as no revision will be planned so far. Patient outcome: migration.

Manufacturer narrative:
Concomitant medical products: catalog#: 47-2486-065-40; lot#: 3024762; name: blunt tip screw, 4x65mm. Catalog#: 47-2486-130-40; lot#: 3062687; name: cortical bone screw, 4x30mm. Catalog#: 47-2486-134-40; lot#: 2989741; name: cortical bone screw, 4x34mm. Catalog#: 47-2488-010-02; lot#: 3054473; name: proximal humerus nail cap, 10.5x2.5mm. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2021-00663, 0009613350-2021-00665, 0009613350-2021-00666.